Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an imager diagnostic catheter in the un-opened sterile pouch. Visual examination revealed that a kink was present located 31cm from the strain relief. The device was functionally tested with a test guidewire. The guidewire was inserted into the lumen from the hub end of the device and the guidewire transcended through the lumen until it reached approximately 2.6cm from the tip and the tip separated from the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
An unused 5f contra imager ii angiographic catheter in it's unopened original packaging was returned to boston scientific from a customer. There was no reported complaint against this returned device. The device was intact upon receipt. Boston scientific carried out functional testing on the returned device which resulted in a tip detachment. This event is associated with previously reported field action (B)(4) with product being removed from the field.